Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was completely broken at the point where it exits the tip of the lead. The distal portion of the helix tip was not returned. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position/reposition the lead caused the helix to break.

Event description:
It was reported that during the procedure, this right ventricular (rv) lead was attempted in the left bundle branch area. During the positioning of this lead, the lead tip adhered to the annulus chorda tendineae, and the lead could not be withdrawn. After nearly one hour to withdraw the lead, the helix tip broke off and became stuck in the myocardium. The remaining portion of the lead was removed from the patient and was exchanged for a new one to complete the procedure. No adverse patient effects were reported. The remaining portion of the lead is expected for return. Update: this follow-up report includes device technical analysis.

Manufacturer narrative:
The remaining portion of this product has not been returned for analysis. Should additional information become available, a supplemental report will be issued.

Event description:
It was reported that during the procedure, this right ventricular (rv) lead was attempted in the left bundle branch area. During the positioning of this lead, the lead tip adhered to the annulus chorda tendineae, and the lead could not be withdrawn. After nearly one hour to withdraw the lead, the helix tip broke off and became stuck in the myocardium. The remaining portion of the lead was removed from the patient and was exchanged for a new one to complete the procedure. No adverse patient effects were reported. The remaining portion of the lead is expected for return.

Event description:
It was reported that during the procedure, this right ventricular (rv) lead was attempted in the left bundle branch area. During the positioning of this lead, the lead tip adhered to the annulus chorda tendineae, and the lead could not be withdrawn. After nearly one hour to withdraw the lead, the helix tip broke off and became stuck in the myocardium. The remaining portion of the lead was removed from the patient and was exchanged for a new one to complete the procedure. No adverse patient effects were reported. The remaining portion of the lead is expected for return.